Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d154awg ICD, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising and that the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance steady at ~620 ohms through (B)(6) 2013 then steadily rises to greater than 2500 ohms over between (B)(6) 2013 and (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead impedance had gradually increased and became high. The lead was capped and replaced. No patient complications have been reported as a result of this event.